Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, there was contamination on the battery board, bedside board and computer / analog board. The cause of the resets is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the charger/modem was resetting. The patient was issued a replacement charger/modem.